Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
Correction: in the initial MDR, cochlear americas reported the device in question was explanted and a new device was implanted on the same day ((B)(6) 2014). However, per the clinic, the device bearing serial number (B)(4) was explanted from the patient in (B)(6) 2013 (exact date unknown). On (B)(6) 2014, the patient was re-implanted with a new device. The device in question was explanted due to a wound infection. This report is filed 31 jul 2015. Device unavailable for analysis.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to unknown reasons. During the same surgery, the patient was implanted with a new device. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2014. The device has not been made available for analysis as of the date of this report.